Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Doctor instructed pt to stop taking jantoven/coumadin and eat two large salads. Results from doctor's office inratio meter. Pt stated that her inr results have been around 1.8, 1.7, 1.4 and 1.3 on her meter the last two months. Pt self tester's therapeutic range is 2.0-3.0. Pt milks the finger.

Manufacturer narrative:
Investigation pending.